Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("removed of essure"), device breakage ("remnants of essure stay in uterus"), complication of device removal ("remnants of essure stay in uterus") and bladder prolapse ("dropped bladder / prolapse") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced device breakage (seriousness criteria medically significant and intervention required), complication of device removal (seriousness criteria medically significant and intervention required), migraine ("chronic migraines"), multiple allergies ("allergies"), bladder prolapse (seriousness criterion medically significant) and fatigue ("I am exhausted"). The patient was treated with surgery (partial hysterectomy and removed the tubes by laparoscopy). Essure was removed. At the time of the report, the medical device removal, device breakage, complication of device removal, migraine, multiple allergies, bladder prolapse and fatigue outcome was unknown. The reporter considered bladder prolapse, complication of device removal, device breakage, fatigue, medical device removal, migraine and multiple allergies to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.